Event description:
Rec'd an electronic report from the FDA that they had rec'd that stated the following: "pt has been on peritoneal dialysis since 2007 without any problems. Pt trained on the stay safe and newton cycler approx 10 mos later with infection occurring the following mo. Infection being enterobacter cloacae. Pt was using new prod for 1 mo and 9 days until infection appeared. Dates of use presently using were 2007-2008. Diagnosis for use: peritoneal dialysis."

Manufacturer narrative:
History record review is unable to be performed due to the lot # being reported as unk. Sample analysis: it is indicated that a sample is available for eval, however, an anonymous person submitted this report to the FDA. Since there is no contact info, we have not been able to obtain any further detail on this prod compliant or obtain the sample. If any add'l info becomes available, we will forward that info to you.